Manufacturer narrative:
(B)(4). The ventilator was checked, by replacing the user interface module. After replacing the user interface module, the ventilator started working properly. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module for evaluation. As of (B)(4) 2015, the alleged user interface module has not been received. Should the alleged user interface module be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
This complaint originated from our distributor in (B)(4). According to the distributor, the ventilator will not "boot to operating mode". When switched on, the screen is blank, but all leds are lighted on the user interface module. The alarm is active and sounding continuously. This issue occurs every time they switch on the ventilator. No patient involvement.